Event description:
It was reported that an alert was displayed for an out of range shock impedance measurement. Boston scientific (bsc) technical services (ts) was consulted for review of the latitude remote monitoring system stored data, which confirmed the shock impedances appeared to be gradually increasing over time. Ts discussed programming options. At this time, this right ventricular (rv) lead remains in service. No adverse patient effects were reported.